Event description:
It was reported that the icb00 lens optic had a scratch which was observed during the post-operative examination after it was implanted into the patient¿s operative eye. The incision was enlarged, and the intraocular lens has been explanted. There was 10 minutes delay in the treatment. Additional information received stated that there was no injury to patient. The procedure was completed using competitor lens. Patient was doing well and there were no further complications. No other information was provided.

Manufacturer narrative:
Age,weight, ethnicity: unknown/ asked but not available. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 08/21/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was inspected under magnification. The complaint lens was cleaned and presented with cosmetic issues. Conclusion: the complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.